Event description:
A us distributor contacted zoll to report that a patient developed an abscess/open wound under the lifevest equipment. Patient described the area as rash that turned into an abscess/open wound. The patient¿s physician prescribed oral antibiotics and lanced the abscess as well as recommending to not wear lifevest until the area has healed. Follow up indicated that the abscess improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.